Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was unable to be confirmed, as no relevant imagery or product was provided for evaluation. Based on the available information, patient factors suggests patient factors - particularly calcification - likely contributed to the event. Imagery provided by the site indicates the presence of calcification in the landing zone, which can create a challenging environment for balloon inflation. While the balloons are designed and tested to withstand pressures at or above the rated burst pressure, calcified nodules can compromise the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 26 mm commander delivery system, the balloon burst longitudinally during inflation. The delivery system was prepped with nominal volume, and the valve was successfully implanted with no paravalvular leak. The delivery system was successfully removed through the esheath+ without any complications to the patient, who was in stable condition. The device was discarded and will not be returned. The balloon burst was likely caused by sinotubular junction calcium deposits.